Event description:
The device was used during a thoracoscopy lobectomy procedure. Reportedly, the staples did not form properly and there was some tissue loss. The hosp has no add'l info at this time.